Manufacturer narrative:
Product event summary # no DHR review required; does not meet the requirements of dop10.005 for DHR review. On 06-jun-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented in an emergency case with acute mi. During a procedure a resolute onyx rx coronary, drug eluting stent was deployed in a lesion in the left 1st diagonal. ((B)(6) 2019). Pre-operative stenosis was 100%, with thrombosis. The lesion was pre-dilated. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery. The stent was deployed at a max pressure of 16atm. Post dilation was not performed. Post operative stenosis was 0%. After implantation, the stent was noted to be engaged with no protrusion. There was no issues during primary pci. The patient was placed on dapt and statin. It was reported re-occlusion occurred inside the 1st diagonal stent due to sub acute thrombosis (sat) approximately 5 days later ((B)(6) 2019). Emergency pci, thrombosis aspiration and additional dilation was performed to treat the thrombus. The patient recovered and is in a stable condition. The investigator assessed that there was possible resistance or durability against the prescribed antiplatelet drug. The physician did not consider that the issue was caused by the onyx stent.